Event description:
Patient presented with a conical neck. Access and deployment of a bifurcated device and a 34-34-100rle suprarenal proximal extension were uneventful. There was a slight intraoperative proximal type I endoleak, which could not be resolved with balloon post dilatation. A palmaz stent was placed with good seal.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Results & conclusions - unknown if patient anatomy met criteria for indications for use. Use of palmaz stent is off-label. No conclusion can be drawn.